Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, eye pain, uterine fibroid, chronic cervicitis and constipation. (B)(6) of 2008 other ¿ dye test (per pfs)- total bilateral occlusion. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced mood swings ("hormonal changes ¿ mood swings"). In 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding), pain ("pain-other"), anaemia ("anemia"), hypersensitivity ("allergy"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding") and skin discolouration ("dark spot on face") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (robotically-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pain, anaemia, hypersensitivity, fatigue and uterine leiomyoma outcome was unknown and the menorrhagia, vaginal haemorrhage, tooth disorder, dysmenorrhoea, mood swings and skin discolouration had not resolved. The reporter considered anaemia, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, pain, skin discolouration, tooth disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding),dental problems, anemia. Discrepancy noted for essure removal date (B)(6) 2016. Discrepancy noted for essure insertion date (B)(6) 2001. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure confirmation test result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ¿ vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event fibroid uterus was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, eye pain, uterine fibroid, chronic cervicitis and constipation. (B)(6) 2008 other ¿ dye test (per pfs)- total bilateral occlusion. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). In 2010, the patient experienced mood swings ("hormonal changes ¿ mood swings"). In (B)(6) 2010, the patient experienced skin discolouration ("dark spot on face"). In 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain-other"), anaemia ("anemia"), hypersensitivity ("allergy"), fatigue ("fatigue"), abdominal pain ("other injury(ies) or complication please describe: post op(hysterectomy)") and constipation ("other injury(ies) or complication please describe: post op(hysterectomy)") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (robotically-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, anaemia, hypersensitivity, fatigue, uterine leiomyoma, abdominal pain and constipation outcome was unknown and the menorrhagia, vaginal haemorrhage, tooth disorder, dysmenorrhoea, mood swings and skin discolouration had not resolved. The reporter considered abdominal pain, anaemia, constipation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, pelvic pain, skin discolouration, tooth disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding),dental problems, anemia. Discrepancy noted for essure removal date- (B)(6) 2016. Discrepancy noted for essure insertion date- (B)(6) 2001. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure confirmation test result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ¿ vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pfs received: new event post op( hysterectomy) abdominal pain and constipation were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, eye pain, uterine fibroid, chronic cervicitis and constipation. (B)(6) 2008 other ¿ dye test (per pfs)- total bilateral occlusion. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). In 2010, the patient experienced mood swings ("hormonal changes ¿ mood swings"). In (B)(6) 2010, the patient experienced skin discolouration ("dark spot on face"). In 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain-other"), anaemia ("anemia"), hypersensitivity ("allergy"), fatigue ("fatigue"), abdominal pain ("other injury(ies) or complication please describe: post op(hysterectomy)") and constipation ("other injury(ies) or complication please describe: post op(hysterectomy)") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (robotically-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, anaemia, hypersensitivity, fatigue, uterine leiomyoma, abdominal pain and constipation outcome was unknown and the menorrhagia, vaginal haemorrhage, tooth disorder, dysmenorrhoea, mood swings and skin discolouration had not resolved. The reporter considered abdominal pain, anaemia, constipation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, pelvic pain, skin discolouration, tooth disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding),dental problems, anemia. Discrepancy noted for essure removal date-(B)(6) 2016. Discrepancy noted for essure insertion date-(B)(6) 2001. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure confirmation test result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ¿ vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, eye pain, uterine fibroid, chronic cervicitis and constipation. (B)(6) 2008 other ¿ dye test (per pfs)- total bilateral occlusion. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pain ("pain-other"), anaemia ("anemia"), hypersensitivity ("allergy"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), mood swings ("hormonal changes ¿ mood swings") and skin discolouration ("dark spot on face"). The patient was treated with surgery (robotically-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pain, anaemia, hypersensitivity and fatigue outcome was unknown and the menorrhagia, vaginal haemorrhage, tooth disorder, dysmenorrhoea, mood swings and skin discolouration had not resolved. The reporter considered anaemia, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, pain, skin discolouration, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding),dental problems, anemia. Discrepancy noted for essure removal date (B)(6) 2016. Discrepancy noted for essure insertion date (B)(6) 2001. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ¿ vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: newly added events- "vaginal bleeding, tooth disorder, rashes or skin conditions ¿ dark spots, mood swings, dysmenorrhea ", lab data, patient demographic medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pain ("pain-other"), anaemia ("anemia"), hypersensitivity ("allergy") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, menorrhagia, pain, anaemia, hypersensitivity and fatigue outcome was unknown. The reporter considered anaemia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia and pain to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding) and anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: reporter information updated. Case became incident. Previously reported event injury was updated with new events: pain, menorrhagia (heavy menstrual bleeding),anemia, heavy bleeding, and fatigue. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.